Event description:
Customer reported being hospitalized for high blood glucose levels. Customer stated that he was sick and was experiencing high blood glucose levels prior to hospitalization. The troubleshooting conducted indicated that the pump appeared to be operating as designed, however, a tubing clamp was sent to customer in order to complete troubleshooting.